Event description:
Through follow-up, the following additional information was received. Per report, the trabecular microbypass stent system procedure was in conjunction with phacoemulsification.

Manufacturer narrative:
Additional information: b5, d4-(serial#, lot#, exp. Date, UDI#), g2, g3, h4. A1: patient identifier noted as (B)(6). Correction: d4-(model#), d6. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. MFR# reference: (B)(4).

Event description:
It was reported that following a trabecular microbypass stent system procedure, the patient presented one (1) week postoperatively with "high" intraocular pressure (iop). Per report, the patient was feeling "unwell" with the intraocular pressure remaining "high" despite maximum treatment, therefore the surgeon performed surgical intervention. Additional information has been requested.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and associated risk documents was completed. Iop increase and adverse physiological response are identified as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Iop increase and adverse physiological response are established risks associated with use of the device, which is clearly documented. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).